Event description:
It was reported that the customer had an issue with the insulin squirting out during manual prime. Customer's blood gluocse was 423 mg/dl. Customer was disconnected during prime and the piston continued to move forward after reservoir contact and insulin squirted out. No numbers appeared on the screen and no beeps were heard. Customer stated that leaving prime was not possible. Customer tried with a different set. Pump was not bumped or dropped. Insulin pump will be replaced. Customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to protruded/loose drive support disk. The insulin pump received with cracked battery tube threads, racked reservoir tube, cracked reservoir tube lip, minor scratched display window and missing end cap sticker.